Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the infrarenal aortic neck angulation was 60.7 degrees. The proximal aortic neck was 21.9-23.1 mm in diameter and 17 mm in length. The right iliac artery was 12.0-10.2-9.8 mm in diameter and the left iliac artery was 15.4-10.4-9.0 mm in diameter. The right femoral artery was 6.1 mm in diameter and the left femoral artery was 7.9 mm in diameter. There was no calcification or thrombus in the aortic neck. It was reported that the final angiogram revealed a small proximal type I endoleak. The cause of the endoleak was likely due to the angulated neck. The physician elected to implant an endurant aortic cuff and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; angulated aortic neck) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated aortic neck).